Event description:
It was reported that stroke occurred. A sentinel cerebral protection system (cps) was utilized for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The day after the procedure, the patient experienced a non-severe ischemic stroke identified via neuroimaging. The patient recovered same day. The physician assessed the event as related to the sentinel procedure and the tavr procedure.